Manufacturer narrative:
The reported events for noise on the atrial lead and high lead impedance were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, the right atrial lead exhibited noise and high impedance. The noise was reproducible with isometrics. The lead was explanted and replaced. The patient was in stable condition and no consequences were reported.